Manufacturer narrative:
Sections with additional information as of 20-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-078: user hematocrit low.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the initial concern is resolved - able to establish contact with customer who stated she had contacted her doctor due the e-0 error and to have her hematocrit level checked. Customer stated that doctor had advised everything was fine. Customer stated she was still obtaining the e-0 error message with the meter; replacement product was sent to customer.

Event description:
Consumer reported complaint for error message (e-0). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose result. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2022 and open vial date is 02/03/2021. The customer declined to perform a blood test during the call.